Event description:
It was reported that the right ventricular (rv) lead was prophylactically extracted and during the extraction, the lead perforated the heart, which lead to tamponade, which lead to pericardial centesis. It was also reported that there was oversensing on the right atrial (ra) lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and no anomalies were found. It was noted that the proximal conductor was cut, blood/body fluid on all conductors (not obstructed), inner tubing was kinked, outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, helix/lobe was bent, blood in the helix mechanism, the lead was stretched, and there was explant damage. Visual analysis indicated that the proximal conductor failed because it was cut at 29cm all due to explant damage. (B)(4) the full lead was returned in segments and analysis indicated that the proximal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, had cosmetic environmental stress cracking and was torn, there was an exposed defibrillation coil with white substance, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was bent, there was blood in the helix mechanism, and there was a non-electrical miscellaneous finding on the tip electrode. Visual analysis indicated that the lead was received with the steroid ring missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 6949 lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was also noted that the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage. Visual analysis indicated that the proximal conductor failed because it was cut at 29cm. This was all due to explant damage.